Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had out of range pacing impedance thought to be due to potential connection issue. There has been no visible sensor oversensing or inappropriate therapy. Plan was to continue to monitor on the remote monitoring system. Device remains in-service. No adverse patient effects were reported.